Manufacturer narrative:
Additional information: b5 h11: the following additional information was provided by the customer. There was no leakage of fluid observed at the time of the reported event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that the pre blood pump segment was perforated near the set support plate, which allowed the reported air leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air entered the pre blood pump tubing of a prismaflex st150 set "during the installation process", and a small tear was observed in the pump tube "after the machine was removed". There was no report of patient injury or medical intervention associated with this event. No additional information is available.